Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad cover was found to be intact. Testing was unable to duplicate the reported unresponsive ok button. All keypad buttons were found to be functioning appropriately and responsive. The keypad buttons were found to have normal spring back and click. The keypad cover was removed; no contamination was found under the button key contacts. The pump was opened and no issues were found with the flex or the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 10/31/2013, the distributer contacted animas stating the ok keypad button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.